Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence and urgency frequency. Their trial started on (B)(6)2024. It was reported that the patient had a broken lead, lead damaged, or lead cut. The lead wire was cut. The cause of the issue was unknown. It was unknown whether the issue was resolved.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: implanted: (B)(6)2024 product type lead section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.